Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was noted. The lesion was located in the mid right coronary artery. During preparation of a 3.0x38mm taxus liberte' stent, it was noted that some stent struts had 'kinked and lifted.' The procedure was completed with another taxus liberte' stent. No patient complications were reported. Patient status is listed as okay.

Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was noted. The lesion was located in the mid right coronary artery. During preparation of a 3.0x38mm taxus liberte' stent, it was noted that some stent struts had 'kinked and lifted.' The procedure was completed with another taxus liberte' stent. No patient complications were reported. Patient status is listed as okay.

Manufacturer narrative:
Device evaluated by MFR: the catheter was visually, tactilely and microscopically examined and found the balloon was tightly folded. Dried blood was present within the folds of the balloon. There were bent struts in the first two rows of the proximal end of the stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact.(B)(4).